Event description:
Patient started on continuous rental replacement therapy using nxstage machine, she developed profound hypotension requiring CPR, she responded to epinephrine. This was thought to be a dialyzer reaction. Per manufacture information, nxstage crrt machine is presumed to gamma irradiated and has no oxide contamination.